Event description:
It was reported that a patient had been put into a posey canopy bed. The nurse went into the patient's room and she found the patient on the floor. There was no patient injury. They realized that the zipper was separated along the bottom of the large panel. They reported that the zipper tabs were both at the top of the panel in the hide zipper area. In 2008, a nursing assistant was going to get this same patient up and realized that the zipper was open prior to patient falling out of bed. There was no patient injury. The hospital's maintenance supervisor inspected the bed and found a 2 foot separation of the zipper near the head of the bed. The zippers were found properly secured at the top of the canopy and the zipper was lined up at both ends of the canopy.

Manufacturer narrative:
Zipper separated. Evaluation: results: inspection shows that the large window zipper slider body was slightly open.